Event description:
The customer reported to vyaire medical that the vela ventilator alarm vent inop (ventilator inoperable), motor fault, low pip (peak inspiratory pressure), low ve (ventilation), high rate and transducer fault. The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.